Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the thumb valve on the device became stuck in the down position and would not return to the up position. The patient developed bradycardia, though the reporter could not say if that was related to the alleged malfunction. There was no injury to the patient. Per additional information received, the sticking issue occurred after the 15th suction. No other information has been made available at this time.

Manufacturer narrative:
The device history record for (B)(4) was reviewed and the product was produced according to product specifications. One used sample was received without original packaging. The sample appeared to be generally clean. The position of the thumb valve appeared to be in downward, open position. However, it can be manually pulled up after the valve was depressed and released. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection while the thumb valve was in a downward position, the sound of air leaking heard, meaning there was a leak in the system. The distal end of the catheter was inspected for a blocked skive. The skive was visible outside of the seal cartridge subassembly area. The catheter body was fully extended and examined. There were no signs of damaged/ pinched/ curved tubing. The sample was dissected and examined further. It was determined that the issue was that the collar to thumb valve body assembly was inadequate. A visual examination of the solvent application was performed, finding inconsistent solvent application causing the collar and the seal to detach from the main thumb valve body and therefore causing the valve to get stuck. The complaint is confirmed, and the root cause has been identified as a manufacturing issues. Corrective actions have already been implemented. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).